Event description:
A regulatory agency manager reported a user facility noticed that during intraocular lens (iol) implant surgery, one of the haptics was missing from the lens. The surgeon reported that an anterior capsule tear occurred. The lens was removed and replaced during the same procedure. A corneal suture was required. In a follow-up, the surgeon reported the outcome of the event for the patient as "good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The plunger tip was bent upward and the finger was torn off (not returned). The lens was returned in gauze-one haptic was broken-gusset area (not returned). The optic was torn/split (possibly cut) into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 02/10/2009.